Event description:
The manufacturer received information alleging a ventilator service required alarm occurred related to pressure sensor mismatch. There was no harm or injury reported.  The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue.